Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited positioning failure, where the tension test failed upon fixating the ralp. It was then noted that the ralp helix had stretched. The ralp was not implanted, and an alternate near at hand was implanted instead. Patient condition was stable.